Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the device was inflated and a pinhole was found on the distal section of the balloon. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a dilatation of ampulla procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had holes and leaked. The procedure was completed at this time. There have been no patient complications as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.